Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external device following an ablation procedure on (B)(6) 2018. Troubleshooting was unable to resolve the issue. The patient is no longer receiving therapy.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Pre-operatively, it was determined there was not a lead configured with the patient's programming and the number of hours used showed zero. Postoperatively, therapy was resumed.